Event description:
The customer reported having symptoms of high blood glucose and woke up vomiting. During the call, the customer mentioned being hospitalized with high blood glucose of 509mg/dl. The caller stated that she changed the infusion set before bedtime and then went to sleep. The customer had hyperglycemia and was treated with two IV's of novolog. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.